Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the s1 lead site. The physician felt the strain relief loop was possibly irritating a never which in turn was causing the pain. The lead was explanted and replaced and the issue was resolved.